Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated, and the cause of the issue was found to be calibration failure. The issue was fixed by recalibrating the pump.

Event description:
It was reported that the occlusion pressure is low (maintenance completed on 12/26/2024). Event occurred while patient use, during patient administration. There was known patient involvement and no patient harmed reported.